Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a blank bottom display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the backlight inverter printed circuit board (pcb) was returned for failure investigation. A visual inspection was carried out on the returned component where it was observed that there were signs of thermal damage to the transformer on the pcb. The backlight inverter pcb was attached to the lower display screen of the failure investigation test ventilator for analysis. The ventilator was powered up. On power up, it was observed that the lower display screen was blank, verifying the customer reported failure. A previous investigation into this type of failure was returned to the vendor erg. The vendor findings from that investigation was as follows: analysis showed that the failure was due to broken/burnt secondary start wire. The most likely cause for this wire breakage is flexing or bending the pcb during shipping or customer handling installation. If information is provided in the future, a supplemental report will be issued.